Event description:
Customer reported to philips: etco2 module field replacement kit unable to perform co2 calibration, pump not working and cannot change pressures. There was no reported patient involvement / adverse patient impact.